Manufacturer narrative:
Product analysis: analysis was able to confirm that the atrial and ventricular output connectors were broken. Analysis also noted that the hanger was broken, the keypad window was broken, the battery drawer cover on the lower case and two bosses on the lower case were broken, one case screw and the hanger screw were contaminated, and both wires on the liquid crystal display (lcd) were pinched though not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connecters on the external pulse generators (epg) were chipped and broken. The epg was returned for service. There was no patient involvement.